Event description:
It was reported that intermittent malfunction alarms occurred. Additionally, it was reported that a cartridge alarm occurred during the load sequence. The customer reverted to manual injections for insulin therapy. Customer's blood glucose was 269 mg/dl.